Event description:
It was reported that during a coil embolization of a basilar artery-top aneurysm, the physician deployed 8 coils into the aneurysm. After detaching the 8th coil, the physician removed the delivery wire and was preparing a 9th coil when he noted that the tail of the 8th coil protruded into the distal end of the microcatheter. He "sandwiched" the coil between the guidewire and microcatheter and removed them together, along with the guide catheter, from the patient. The patient is reported to be in "good" condition.

Event description:
It was reported that during a coil embolization of a basilar artery-top aneurysm, the physician deployed 8 coils into the aneurysm. After detaching the 8th coil, the physician removed the delivery wire and was preparing a 9th coil when he noted that the tail of the 8th coil protruded into the distal end of the microcatheter. He ¿sandwiched¿ the coil between the guidewire and microcatheter and removed them together, along with the guide catheter, from the patient. The patient is reported to be in ¿good¿ condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. The subject device was returned protruding from the distal end of the microcatheter (echelon 10, covidien). Also returned were the gt wire (terumo) and guide catheter (manufacturer unknown). Dried blood was present on the coil and at the distal tip of the catheter. Kinks were noted on the distal end of the coil. The distal tip of the coil was inspected and no anomalies were noted. A probable cause of procedural factors has been assigned to the event as it is likely that procedural factors caused the performance of the device to be limited.